Event description:
It was reported that the pump delivered a bolus without user input. Technical support educated customer on pump functionality and confirmed that the bolus delivered was a bolus "overridden" by the customer. The customer maintained allegation that the bolus was delivered without user input. There was no adverse impact to the customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.